Event description:
During t2ph long nail surgery, misdrilling occurred when surgeon was drilling the second proximal hole of nail. Although the surgeon confirmed the connection of the nail and devices, the situation did not changed. Misdrilling also occurred when surgeon was drilling the 4th proximal hole of nail. The surgeon continued surgery and adjusted the direction of the drill. Finally the surgery was finished without a problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the targeting arm t2 prox. Hum to be the subject product. The reported associated proximal humeral nail long was not available for investigation. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. A functional test performed revealed that function of the device returned is fully given. The drill sleeves could be assembled and disassembled from the targeting arm as intended without any difficulties. The reported event (¿difficult to attach the targeting arm to the drilling guide¿) could not be reproduced. Furthermore the targeting accuracy was tested with a sample drill. The drill passed through the drill holes while checking all possible locking options without any contacts to the nail holes. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device, but is most likely related to an intra-operative procedure. No non-conformity was identified.

Event description:
During t2ph long nail surgery, misdrilling occurred when surgeon was drilling the second proximal hole of nail. Although the surgeon confirmed the connection of the nail and devices, the situation did not changed. Misdrilling also occurred when surgeon was drilling the 4th proximal hole of nail. The surgeon continued surgery and adjusted the direction of the drill. Finally the surgery was finished without a problem.